Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional sf catheter. During the removal of this catheter from the patient, a heavy clot was noted to be stuck at the tip of the catheter. The response received clarifies that the substance at the tip of the catheter was thought to be coagulum. The generator was set to power control mode. The temperature, impedance and power settings and thresholds were not provided. The system did not present any error messages nor did the physician see any product problem. There were no issues related to temperature or flow on the catheter. The patient received anticoagulation. However, the activated clotting times were not provided. This issue was resolved by exchanging the catheter. The procedure was completed without patient's consequence. The patient did not exhibit any neurological symptoms since the procedure was completed. The returned device was visually inspected upon receipt and char was found in the tip. Therefore, a fourier transforms infrared spectroscopy test (ft-ir) was performed in order to identify the type of foreign material; the results suggested that this material has a biological composition similar to that shown by human tissue. Per the event reported the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint has been confirmed since char was observed at the tip of the catheter. However, catheter was found within specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/29/2016 and observed the reported clot stuck to the tip of the catheter. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17519859l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional sf catheter. During the removal of this catheter from the patient, a heavy clot was noted to be stuck at the tip of the catheter. The response received clarifies that the substance at the tip of the catheter was thought to be coagulum. The generator was set to power control mode. The temperature, impedance and power settings and thresholds were not provided. The system did not present any error messages nor did the physician see any product problem. There were no issues related to temperature or flow on the catheter. The patient received anticoagulation. However, the activated clotting times were not provided. This issue was resolved by exchanging the catheter. The procedure was completed without patient's consequence. The patient did not exhibit any neurological symptoms since the procedure was completed. This issue has been assessed as a reportable malfunction as coagulum could be a potential source of embolism as it has poor adherence to catheters and transseptal sheaths.

Manufacturer narrative:
This report is a correction to the previous submitted 3500a supplemental of the returned catheter condition of a clot stuck to the tip of the catheter. After further review, the returned catheter condition was corrected to char. The char was assessed as not reportable. However, the initial report was for clot / coagulum which is assessed as a reportable malfunction. (B)(4).